Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 42 mg/dl, 74 mg/dl, 58 mg/dl and 400 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with glucose and juice. The customer declined troubleshoot high and low blood glucose, power loss alarm. The customer was advised to use bolus wizard to check if it recommends a correction bolus using their current blood glucose value. The insulin pump will not be returned for analysis.